Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an evaluation was performed. Visual inspection of the device found an unknown substance inside the device. There was no patient injury reported as a result of this incident. (B)(4).